Event description:
It was reported that during a procedure, a faradrive steerable sheath was selected for use. The preparation was performed as usual. Backflow was confirmed from the sheath without any issues, and no air was observed. However, after inserting the farawave and checking for backflow, air was aspirated. Although the syringe was replaced multiple times, air continued to be aspirated. Therefore, the sheath was replaced, after which no air was observed, and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis as discarded.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.